Event description:
Attorney's report of pt's alleged severe pain and during a laparoscopic surgery, the surgeon found the perfix plug to be defective and adhered to the pt's small bowel. The mesh was explanted. Operative report for 2007 states finding as "incarcerated ventral hernia with dense adhesion of small bowel to previous mesh." Operative procedure states the surgeon "felt that the mesh was already incorporated and would cause no further dense adhesions and therefore, the conglomerate [bowel and mesh] was dropped back to the abdomen and the abdomen was noted to be hemostatic"

Manufacturer narrative:
Medical records provided indicate that post implant for the perfix plug the pt developed a ventral hernia. During the procedure to repair the ventral hernia, it was noted that the pt had dense adhesions fo the small bowel to previous mesh. Details in the 09/19/2007 operative report do not indicate any defect of the mesh and the mesh was inspected and was not explanted. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While recurrence and adhesions are known adverse events that are listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.